Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that increased ventricular capture thresholds, increased ventricular lead impedance and increased corvue measurements were observed via merlin.net. Over the past two months impedance has gradually increased but still within range. Lead fracture was suspected. Bringing the patient in for lead testing and considering lead revision was discussed.